Event description:
On (B)(6) 2014, leica microsystems received a complaint stating that the xenon bulb of leica m525 f20 surgical microscope burned out and fractured during a surgical procedure on an animal specimen. The fractured glass debris from the xenon bulb was contained within the lamp housing. The back-up illumination system was not functional. The animal surgical procedure was continued using another microsurgery station with little interruption. It was reported that there was no injury to the users.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted, should additional information become available following the investigation.